Event description:
Customer was experiencing the issue where his adhesive was not sticking and his site was pulling out of his body. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.